Event description:
The customer's mother stated the insulin pump alarmed during the manual prime. The customer's mother also stated that the insulin pump alarmed button error. The button error alarm could not be cleared. The customer's mother was advised to revert to a backup plan to treat the customer's diabetes. The customer' s mother stated that she was going to take the customer to the doctor's office to be treated for a blood glucose reading of 356 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.